Event description:
It was reported that when the device was connected to ac power, the ac mains led was not illuminated and the ac loss alert was heard. However, the device was operational on battery power. There was no report of pt use associated with the event. Physio-control's investigation found that the device would not operate on ac power and charge the installed battery.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were partially shorted and a fuse was blown open.